Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual. The patient reported that their ins was implanted in their chest. Shortly after implant in 2010 the ins came out of the pocket and was flipping. At an unknown date the patient had a surgery to move the ins to the abdomen/waist. The patient stated that they golf, and the ins floats around under their rib cage which requires them to "chase the thing down" because it is moving around. This issue has been occurring for about a year prior. The patient was having challenges charging, and patient services reviewed the ins moving around is likely the reason why. On the day of the call with patient services the patient had poor coupling which was resolved by repositioning the antenna. The patient stated they think it must have moved under their ribs, which is why they couldn't get to it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had their device moved from their chest down to their waist because the ins was flipping in their chest. The caller was stating it was annoying. Caller stated since then they have had pelvic pain. The caller wanted to know if that was a possibility for the ins to cause them that pain. Patient services reviewed that they would not expect that and to discuss with their hcp. Caller stated they spent a lot of money and they could not figure out what was wrong with them. There were no further complications reported.